Event description:
It was reported that the device had downstream occlusions cover damaged. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and found damaged downstream occlusion (seal). Customer complaint of downstream occlusion seal damaged confirmed through visual inspection. Replaced dso seal to correct the issue. The software was updated and the unit reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.